Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper, lower cases and side bail covers were broken, the battery release and battery drawer were contaminated, the ring cover and ring bail were missing, the battery contacts were compressed, the side bails were bent, the serial number label was torn, the main printed circuit board (pcb) was missing a capacitor component and the display was out of electrical specification. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb and display module. This analysis confirmed the current drain failure caused by a diode component failure.